Manufacturer narrative:
The pump passed the displacement, rewind, seating and basic occlusion tests. The pump was returned for power error alarms. The detailed trace analysis confirmed the alarm. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error before and after a battery change. Customer indicated that this occurred during normal use. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided